Manufacturer narrative:
(B)(6).

Event description:
(B)(6) contacted dexcom on (B)(6) 2015, on behalf of a trial patient to report that on (B)(6) 2015; the transmitter had a hardware problem. No additional event or patient information is available.